Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was unable to be deflated.

Manufacturer narrative:
The catheter was returned in 5 separate pieces without its original packaging. The reported issue was found inconclusive due to the sample's poor condition. The five portions of the catheter were examined, for any manufacturing deficiencies, as inflation port occluded with silicone material and no obstructions were observed, there were no manufacturing deficiencies noted that would have contributed to the reported issue. We were unable to perform any functional testing to the catheter because the catheter was received severely cut off into five portions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter was unable to be deflated.

Manufacturer narrative:
The catheter was returned in 5 separate pieces without its original packaging. The reported issue was found inconclusive due to the sample's poor condition. The five portions of the catheter were examined, for any manufacturing deficiencies, as inflation port occluded with silicone material and no obstructions were observed, there were no manufacturing deficiencies noted that would have contributed to the reported issue. We were unable to perform any functional testing to the catheter because the catheter was received severely cut off into five portions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" 1528, 2199: "nl"

Event description:
It was reported that the balloon of the catheter was unable to be deflated. Per additional information, the user cut the shaft near the bifurcation area because the catheter was unable to be removed. After the catheter was cut, it was removed from the patient.